Event description:
This report summarizes 9 malfunction events in which the device or cutting accessory fractured. 9 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 10 events were previously reported during the reporting period; however, - 1 previously reported event in this report should have been included under MFR report # 0001811755-2020-03003. - 9 previously reported events are included in this follow-up record. Reported events: 9 events were reported for this quarter. Product return status: 5 devices were received. 4 device investigation types have not yet been determined. Event confirmation status: 5 reported events were confirmed. Evaluation results: 5 devices were found to be affected by cleaning & sterilization/impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 11 events were previously reported during the reporting quarter; however, - 1 previously reported event was included under MFR report # 0001811755-2020-02893 but should be included under this report. - 1 previously reported event in this report should have been included under MFR report # 0001811755-2020-02147. - 1 previously reported event in this report should have been included under MFR report # 0001811755-2020-02148. - 10 previously reported events are included in this follow-up record. Product return status 7 devices were received. 3 devices were not available for evaluation.

Event description:
This report summarizes 10 malfunction events in which the device or cutting accessory fractured. - 1 event had no patient involvement; no patient impact. - 9 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: corrected data: b5, h10. 9 events were originally reported for this failure mode during the reporting quarter. 2 events were inadvertently excluded. 11 reported events are included in this follow-up record. Product return status: 6 devices were received. 5 devices were not available for evaluation.

Event description:
This report summarizes 11 malfunction events in which the device or cutting accessory fractured. 11 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 10 events were reported for this quarter. Product return status: 5 devices were received. 5 device investigation types have not yet been determined. Event confirmation status: 5 reported events were confirmed. Evaluation results: 5 devices were found to be affected by cleaning & sterilization/impact. Additional information: 10 devices were not labeled for single-use. 10 devices were not reprocessed or reused.

Event description:
This report summarizes 10 malfunction events in which the device or cutting accessory fractured. 10 events had patient involvement; no patient impact.